Event description:
Received natrelle silicone implants 2017, noticed a few small changes in my muscle strength and hormone levels. Switched implants out for smaller ones in 2018, and in the month of (B)(6), I have experienced a massive amount of symptoms including rapid muscle loss/weakness, sudden horrible anxiety, hormonal imbalances, facial melasma, muscle pain, hip pain, skin color change (more yellow/dark) dry skin/hair, rapid facial aging, back/neck frequent urination, adrenal fatigue. All within a matter of months, I feel that silicone is giving my body a horrible reaction of some kind and am planning on getting them out as soon as I can before permanent autoimmune diseases are developed.